Event description:
It was further reported that the patient experienced transcient ischemic attack 14 days post index procedure, leading to stroke. The patient was hospitalized and treated with medication and cerebral angiogram. The event was noted to be "unresolved."

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the transcient ischemic attack outcome was resolved without residual effect instead of being unresolved as initially reported. In (B)(6) 2010, the patient was found unresponsive by his family. The patient passed out, had eye rolling, aphasia, left-sided facial weakness and dense left hemiparesis. The symptoms quickly resolved and recovered quickly. The patient was presented to an outlying hospital and was admitted for further evaluation and treatment. Per source documentation, "this was the second time within days this occurred." A computed tomography (CT) of the brain without contrast showed: no hemorrhage; no intracranial process by non contrast CT; mild to moderate microvascular ischemic disease predominantly involving the high bilateral corna radiate; mild to moderated cerebral volume loss; and, intracranial atherosclerotic disease. A duplex carotid ultrasound revealed indwelling carotid stent at right carotid bifurcation with shadowing calcified plaque formation noted in the proximal internal carotid artery, just distal to the indwelling stent. The parameters were compatible with greater than 70% stenosis in the proximal right internal carotid artery, just distal to the indwelling arterial stent. A chest x-ray was performed and showed normal size heart with coronary artery bypass graft changes. No evidence of cardiac decompensation was noted. The patient experienced stroke (B)(6) 2010. The patient developed dense hemiparesis, left hemianopia, left hemianesthesia and right gaze deviation with severe speech disturbance. A computed axial tomography scan showed a right middle cerebral artery (mca) with a thrombus. There was no apparent new stroke. A CT scan revealed critical stenosis of the stent, also significant stenosis of the distal internal carotid artery as well as new embolus in the right mca. The CT revealed significant collateral formation. A two dimension echo showed: normal left ventricular size, wall thickness, systolic function with no obvious regional wall motion abnormalities; abnormal relaxation filling of the mitral valve without stenosis; mitral annular calcification; mild mitral regurgitation; aortic sclerosis; and mild tricuspid regurgitation. The patient weakness improved, but did not progress to full recovery. In (B)(6) 2010, the patient was transferred to clinical study for further evaluation and treatment. A CT of the head showed hyperdense right mca suggesting intraluminal thrombus, and, periventricular lucency consistent with microvascular ischemic change. A magnetic resonance imaging (MRI) of the brain with and without contrast showed: acute infarct with small regions of hemorrhagic conversion in right cornia radiate and right basal ganglia; mild edema; no significant mass effect; and, a few punctuate foci of diffusion restriction in the right frontal/parietal region which may be due to emboli. This finding was again verified 9 days later and condition remain unchanged. A CT of the head showed no changes from the previous study performed five days earlier. Few weeks later, the subject was discharged from the inpatient facility to an extended rehab facility. The event was resolved with residual effects.

Event description:
(B)(4). Same case as: 2134265-2010-03480. It was reported that during a carotid stenting treatment procedure, the patient experienced hypotension. The target lesion was located in the ostium of the right internal carotid. The lesion was 90% stenosed, 9mm in diameter and 20mm long. The target lesion was treated with a filterwire and placement of a 10x24mm carotid wallstent. Post- dilation was performed. Residual stenosis was 10%. During the index procedure, the patient experienced hypotension. No action was taken to treat the event. The event was considered resolved without residual effects 4 days later.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The transcient ischemic attack outcome was corrected from unresolved to resolved without residual effect. (B)(4).